Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1.3005168196-2020-00524 ,3005168196-2020-00526.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using pod coils and a lantern delivery microcatheter (lantern). It was noted that the patient's anatomy was tortuous. During the procedure, the physician encountered resistance while advancing a pod5 through the lantern. It was also reported that the pod5 was undersized; therefore, it was removed. Next, while attempting to advance a pod8 through the lantern, the pusher assembly of the pod8 kinked. Therefore, the pod8 was removed. The procedure was continued using a pod6; however, the physician encountered slight resistance while advancing the pod6 through the lantern. Subsequently, an angiogram visualization revealed that the pod6 had unintentionally detached within the lantern. Therefore, the lantern containing the detached pod6 was removed and the pod6 was flushed out. The procedure was completed using additional pod coils, ruby coils, and the same lantern. There was no report of an adverse effect to the patient.